Event description:
Customer reported blood glucose results of 142 mg/dl, 155 mg/dl, 272 mg/dl, and 278 mg/dl on the advantage system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement was sent.